Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9084539, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that there was a piece of foreign matter (fm) present on the tip of the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for testing a definitive root cause could not be determined and the type of fm could not be identified.

Event description:
It was reported that three 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: material no.: 382533 batch no.: 9084539. Verbatim: tip of catheter has small piece of extra material creating difficulty during catheter advancement extra material at tip of catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination noted during use. The following information was provided by the initial reporter: material no.: 382533, batch no.: 9084539. Verbatim: tip of catheter has small piece of extra material creating difficulty during catheter advancement. Extra material at tip of catheter.